Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer was in the hospital due to diabetic ketoacidosis and a heart attack. Customer is going to have an MRI and is on the 530g system. Customer is using quicksets. Caller was advised that the customer would have to disconnect at the quick release and to remove the sensor. Caller was advised to make sure the transmitter and the pump are in a different room away from the magnetic field. No additional information provided.